Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the pump stopped filling tubing at 9.8 units and requested a minimum of 50 units. During troubleshooting, the customer tried reloading the cartridge and had the same issue. The customer used a new cartridge to complete the load process successfully. There was no impact to the customer's blood glucose level.